Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there was an issue with the pump's ability to make sounds and vibrations. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy.